Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (no image) was not confirmed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that when using an evis exera iii bronchovideoscope, there was no image. The event occurred during preparation for use. The diagnostic procedure (bronchoscopy) was completed with a similar device. There was no procedural delay, or no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported no image issue could not be reproduced and a definitive root cause of the issue could not be determined. The event can be detected by following the instructions for use section below: -inspection of the endoscopic image olympus will continue to monitor field performance for this device.